Event description:
The user facility reported that the lens was clouding on the anterior and posterior surfaces. Due to similar complaints resulting in explantation, co is reporting this as a malfunction MDR.